Event description:
It was reported that the customer experienced an ongoing intermittent bg value displayed as displayed as "low"; however, specific value was not provided. Low bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.